Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted amenda, inc. On (B)(6) 2014 to report the purely yours breast pump she uses at home in the evening and night has low suction and therefore decreased milk output. Customer uses a hospital grade breast pump during the day when she visits her preterm infant in the nicu; this pump drains her breasts well. Customer reports contacting her health care provider on (B)(6) 2014 for symptoms of unilateral mastitis. She was prescribed oral antibiotics that have resolved the infection.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.